Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, the pt called for assistance with changing the insulin cartridge. She was advised to remove the insulin cartridge from the infusion device and the plunger became stuck to the piston rod and a small amount of insulin spilled in the cartridge compartment. She was instructed how to remove the plunger from the piston rod and she dried the cartridge compartment with a tissue. She was educated on the proper procedure for changing the insulin cartridge. She successfully completed the cartridge change procedure. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.